Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16 fr sheath is 6.0 mm. The patient¿s access vessel mld was reported to measure 5.8mm with moderate calcification and severe tortuosity. In this case, it appears that patient factors (access vessel diameter smaller than minimum requirements and vessel tortuosity) likely contributed to the iliac injury. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our japan affiliate, during a transfemoral tavr procedure upon removal of the 16fr esheath, an iliac artery injury noted and was repaired with a vascular graft. Following surgical cutdown for vessel exposure, the right external iliac artery (eia) was punctured. There was a large amount of calcification and plaque with tortuosity in the right common iliac artery (cia). A 16fr dilator and a 16fr esheath were inserted nearly perpendicularly into the body surface. The trackability of both devices were not good and strong resistance was encountered. When a novaflex+ delivery system was passed around the esheath tip, an intimal detachment-like substance was found to have adhered to the delivery system and the substance was delivered to the ascending aorta. The substance was checked with echo since the substance seemed like a flap; however no dissection was observed from the renal artery to around the aortic artery. It was determined that the iliac artery intima had peeled; therefore an attempt was made to remove the intimal detachment after the sapien xt valve implantation. A coda balloon was inserted via the left lower extremity artery because there was possibility of rupture in the right extremity artery. The esheath was withdrawn and no rupture was noted. The artery was surgically repaired and the detached intimal material was removed. Vascular graft replacement was performed but the periphery from the popliteal artery was not shown by angiography. It was thought that the detached intimal was lost, but the detached intima was removed by a fogarty catheter. A large amount of intimal detachments were removed, but it could not be identified whether the detachments was the one that originated from the access artery or of the newly peeled examples from the original intimal site. Angiography demonstrated the artery was repaired and the procedure was completed. The dorsalis pedis pulse was impalpable pre-procedure. Extubation was performed and the patient was conscious upon leaving the operating room. The minimum luminal diameter of the access vessel was 5.8 mm with moderate calcification and severe tortuosity.